Manufacturer narrative:
A hillrom technician inspected the lift and found that the emergency stop button was not working. This was the only issue identified with the lift, as all other functions were working as designed. The lift's control box was replaced to resolve the issue. The lift was then tested and functioned as designed. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. According to hillrom¿s periodic inspection for liko mobile lifts (3en371001 rev. 4), the emergency stop function must be checked at least once every year. In the document it is stated under section 10: press the emergency stop button. With the emergency stop pressed in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. Although the reported event did not result in a serious injury, the report of an emergency button not functioning during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore; hillrom considers this complaint a reportable malfunction. The lift's control box was replaced to resolve the issue. The lift was then tested and functioned as designed. Based on this, no further action is required at the moment.

Event description:
The customer reported that the lift's emergency stop button was not working properly. It was also reported that it appeared to have a loose connection. This report was filed in our complaint handling system as complaint # (B)(4).